Event description:
The customer reported that in 2006, a prisma machine was being used in the medical intensive care unit (micu) for a continuous veno-venous hemofiltration (cvvh) treatment, on a critically ill female pt. The machine had been operating for about 48 hrs when it began to generate multiple replacement scale (incorrect weight change detected) alarms. The nurse attempted to determine the cause of the alarms, but they reoccurred several times. During the time when the machine was alarming the nurse observed that the machine removed 400 ml from the pt instead of the 310 ml that had been programmed to be removed during that input/output data interval. The nurse contacted gambro's clinical assistance services and spoke with a registered nurse, intensive care therapy specialist. He went through the troubleshooting procedure for responding to replacement scale (incorrect weight change detected) alarms. When no reason could be found for the recurrent alarms, he suggested that the nurse take the pt off the machine, and the machine was pulled for service.